Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Event description: it was reported that the touchpanel works fine upon starting up the pump but after 30 minutes the touchpanel doesn't work any more or in the best case it's very difficult to work with it. The reported event was confirmed. The service evaluation revealed a defective display along with a too small distance between display and front panel. Furthermore, both inflow and outflow motor are worn out.

Event description:
It was reported that the touchpanel works fine upon starting up the pump but after 30 minutes the touchpanel doesn't work any more or in the best case it's very difficult to work with it. This was noticed after the surgery. There was no harm for the patient, operator or third party reported. No further information received.